Manufacturer narrative:
Concomtiant product: product ID neu_unknown_lead, serial# unknown, product type lead. (B)(4).

Event description:
It was reported the patient was in a neurostimulator trial and ¿had a trial placed yesterday.¿ it was reported the patient disconnected the product and pulled out his own lead. No allegations against the therapy, effectiveness, or product malfunction reported at time of current report.